Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the reported complaint. Visual inspection of the pneumatic block revealed water damage. The pneumatic block was replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: pr (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) related to pressure measurement and an error message (sf131) related to the main blower temperature sensor. There was no patient harm or serious injury reported as a result of this incident.